Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined. Since the manufacturing lot number was unknown, the all item of device history records for a six-month period prior to the incident were reviewed with no irregularities noted. This type of perforation is most likely related to the operator¿s technique. Based on the past similar cases, it is known that the perforation was caused by the contact of the hot probe or jaw to the gastric wall. The instruction manual of the subject device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue.

Event description:
The subject device was used during an ultra-radical hysterectomy. The patient suffered from a gastric perforation post-operatively. Although the physician thought that this was thermally produced, he did not find visible issues and was not aware of the cause of the incident. After re-operation, the patient recovered fully and suffered no adverse effects.